Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had the device f or 16 years but got it taken out. They stated it helped with frequency for several years but never with pain like the doctor said it would. It then migrated and was rubbing against their sciatic nerve. No further patient complications were reported as a result of this event.